Manufacturer narrative:
The thermogard xp ivtm system (B)(6) involved in the reported complaint will not be returned to zoll for evaluation. The hospital's biomed technician was instructed by a zoll service engineer to replace the display head battery to address the mid:26 (low battery) error message. The customer reported that replacing the battery has resolved the issue. Service will not be required to be performed by zoll.

Event description:
The biomed reported on (B)(6) 2025 that the thermogard xp ivtm system (B)(6) beeps and displays mid:26 (low battery) error message when powered on. No patient involvement.